Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage (laa) occluder (lot: 8742339) was chosen for implantation utilizing a 14f torqvue delivery system. Sizing was determined via transesophageal echocardiogram (tee) and computerized tomography (CT). A concurrent ablation of atrioventricular node procedure was to be performed. Two to three minutes after implantation of the device, during the ablation, the occluder detached and was free in the left atrium. The detached device caused no obstruction or occlusion. The device was snared and removed in a non-emergency procedure. No replacement was implanted. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The physician thought the ablation procedure and a slightly oversize device resulted in the detachment, along with a pause in heartbeat that resulted in a large contraction.

Manufacturer narrative:
An event of an occcluder detaching the left atrium was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that the occluder dislodged during ablation. The field also indicated that the physician thought the ablation procedure and a slightly oversize device resulted in the detachment, along with a pause in heartbeat that resulted in a large contraction. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.